Event description:
A (B)(6) female pt was undergoing an exploratory laparotomy and distal pancreatectomy. During the surgery, the surgeon was using an endoscopic linear cutter. The linear cutter fired, but the jaws of the device did not open as they should release the pancreatic tissue being dissected. The surgeon had to use another instrument. There was no harm to the pt.